Manufacturer narrative:
Reporter phone number: (B)(6). It was reported that when the physician attached the new ipg to the existing octrode showed high impendence on every contact. To ensure it wasn¿t an issue with the new ipg, we tested impendence again with an epg and multi lead cable. The lead showed high impendence on every contact again. In order to complete the procedure, the consultant therefore replaced the octrode with a new 3186 and attached it to new eterna ipg. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. The ipg was deemed inoperable. During ipg replacement on (B)(6) 2024, system diagnostics recorded high impedances on one lead. As a result, surgical intervention was undertaken wherein the lead and the ipg were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The reported high impedance was confirmed. Microscopic inspection of the returned lead was found with all broken wires in the lead body that would cause impedance issues that will results in ineffective therapy. This is consistent with the observation made in the field.